Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that it was hot at the implantable neurostimulator (ins) pocket. It was reported that the patient had an MRI of their knee back in (B)(6) 2015 and during the MRI, they felt like it was getting hot so they stopped the scan. It was reported that they tried a CT scan and the same thing happened. Relevant medical history includes chronic low back pain and spinal pain. No outcome or intervention was reported in regards to the hot at the ins pocket and MRI or CT scan. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Initial reporter was updated.

Event description:
Additional information was received from the manufacturer representative (rep) indicating that no malfunctions or cause of the issue were determined. There were no interventions taken or planned. There outcome of the event was unknown at this time. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported there was no troubleshooting performed. The results of the MRI or CT scan were unknown. If additional information is received, a follow-up report will be sent.